Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.7cm was returned for analysis. External insulation abrasion was noted at 13.7-13.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported when the patient presented for a generator change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is well.